Event description:
The customer reported the pad was being used during an ablation procedure. The patient experienced a third degree burn at the pad site. The burn was discovered several days after surgery when the patient went to the doctor complaining of pain on her back. Two pads were used during the procedure and the patient was not moved. The pads were being used with a j and j ablation generator. The patient is being treated for the burn, but no further information on treatment specifics were available.

Manufacturer narrative:
(B)(4). The incident sample was discarded by the customer and is not available for evaluation. The device instructions for use warn that non-traditional procedures that utilize high current, long duty cycles, or both (for example: tissue lesioning, tissue ablation, tissue vaporization, and procedures in which conductive fluids such as saline or lactated ringer's solution are introduced into the surgical site for distention or to conduct rf current) increase the risk of excessive heating under a fully applied return electrode to the point of injuring the patient.